Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the seal ruptured, causing leakage and then the stopcock broke. Unk how case was completed. There were no adverse consequences to the pt.